Manufacturer narrative:
(B)(4).

Event description:
It was reported that the accessory was overheating. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to cable damage. Pictures were taken. A charging test was not performed due to the cable damage. The allegation was confirmed. The probable cause was determined to be a defective usb cable. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4), d4: catalog no - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, additional information is required.